Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported concern over right side regarding "recall and risk of tumor." Patient has nodules, "hypersensitivity in breasts and burning pain," and "minimal amount of liquid around the implant." The device remains implanted.